Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor and blood glucose reading were off. Customer stated sensor glucose was 40 mg/dl and blood glucose was 400 mg/dl, 90 percent difference. Customer treated high blood glucose with the insulin pump. Customer states he calibrates with every finger stick. During troubleshooting the insulin pump went into threshold suspend due to sensor reading. Customer was advised to change out the sensor. Customer stated the senor was bent. No further information provided.